Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. The stapling device was being applied to off the bronchus. The stapler was able to fire but there was poor staple formation. Some of the staples in the reload were still stuck in the cartridge after firing. Could not remove the reload from the patient. In order to resolve the issue and complete the case, had to manually remove the staple cartridge from the tissue. The procedure was converted from endoscopic to open due to the device problem. The incision was extended by more than one inch. The surgical time was extended by thirty minutes or more resulting in the patient being under anesthesia for longer. There was no patient injury.